Event description:
It was reported that a revision surgery was performed due to a loss in ac reduction post-op. According to the reporter, the patient had a chronic ac separation that was symptomatic. A reconstruction was performed in 2009 without difficulty. One month post-op, the patient started complaining of increased pain. A post-op x-ray demonstrated the clavicle to be high riding again. A revision surgery was performed three months later. Upon removal of the implant, the surgeon noted that the sutures and graft were frayed and non-functional with the hardware intact. A repeat technique was performed with the same type of implant; x-rays taken and showed implant in good position. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient's demographics (date of birth & weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely causes of this type of event may be from nicking the suture with another instrument, fraying from sharp edges of bone tunnel, patient non-compliance with the post-op protocol and/or post-op trauma. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.